Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.

Event description:
Patient contaced baxter's technical service center regarding a check supply line alarm that appeared on the display of the patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home patient disconnected the supply bags to replace that homechoice set and then respiked the supply bags with the new set. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.